Event description:
During an outreach call to the customer, the customer reported fluctuating high and low blood glucose since starting the continuous glucose monitoring system. Customer stated that the issues started about two to three weeks after the warranty start date, and the customer's blood glucose reading was around 580 mg/dl. The customer treated with manual injection and did not result in hospitalization. Customer reported that 3 insulin pumps failed. He noted that 1 event occurred a month after receiving the insulin pump, and the other event occurred about 3 months prior. Customer reported multiple no delivery alarms during priming, bolus and rewind. Customer reported his blood glucose declining to 40 mg/dl and rising to over 400 mg/dl. The customer noted that the blood glucose was 55 mg/dl, but the insulin pump did not alarm. The low blood glucose was treated with food. He noted that the sensor reading had been off by at least 40 units for the last week. Troubleshoot assistance was declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.